Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During eval of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address this issue.